Event description:
The customer stated that her mother alleged that the head section of this bed fell and the head section will not go back up. No injury.

Manufacturer narrative:
The facilities maintenance found the head section had a weld broken where the head actuator attaches to the head section weldment. The weld broke from the head section bar that has the tabs welded onto it. The facilities maintenance also stated that the head and knee functions do not work and may be a result of the damage from the head section. Repairs have not been completed.